Event description:
The pt presented with decreased visual acuity three months after cataract surgery with implantation of the crystalens in the right eye. The pt was diagnosed with cystoid macular edema and was treated with an intravitreal injection of kenalog. The cme resolved a month later and the pt's vision improved to 20/30. It should be noted that this event was not reported to eyeonics until approximately one year after the event.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. The iol remains implanted in the pt and is therefore unavailable for eval.